Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
A nurse observed a flagyl secondary infusion running at a rate faster than expected. The infusion was stopped and the line was clamped. The nurse resumed the infusion with a new tubing and ¿library/module,¿ and the rate was again observed to run faster than expected. Equipment was sent to biomed for investigation, no harm to the patient was reported as a result of the event.

Manufacturer narrative:
The customer complaint of a secondary medication infusing faster than expected was not confirmed or replicated. Review of the pcu event logs showed that on (B)(6) 2016 at 10:19 am the pump module was programmed for a secondary infusion of metronidazole (flagyl) 500mg/100ml, with a vtbi of 100ml, to infuse at 100ml/hr. One hour later the secondary infusion completed on schedule and switched over to the primary which was infusing at 50ml/hr. Another secondary infusion of metronidazole on a different module was programmed at 6:18:02 pm, with a vtbi of 100 ml to infuse at 100ml/hr, but was powered off at 6:18:26 pm after recording a secondary volume infused of 0.347ml. A third module was programmed at 6:13:06 pm for a secondary infusion of metronidazole at 100ml/hr with a vtbi of 100ml. The module was removed from the alaris system at 6:17:39 pm after recording a total volume infused of 10.247ml. Rate accuracy verification was performed and the pump module was found to be in specification. During testing there were no periods of unregulated flow observed. The root cause of a secondary infusion infusing faster than expected was not determined. Thorough testing of the pump module revealed no issues. The disposable set was not returned.